Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Currently the aneurysm is 5.0 cm. Vessel morphology at the time of implant is unk. Vessel morphology at the time of the event was reported to have a severely angulated aortic neck. It was reported approx 12 months post stent graft implantation the pt was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated distally with a proximal type I endoleak. The stent graft has migrated approx 22 mm. The physician placed two aneurx aortic cuffs and the endoleak resolved. No additional clinical sequelae have been reported and the pt is fine.